Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. On unreported dates, the patients pd catheter was removed; dianeal/extraneal therapies were discontinued; the patient was placed on hemodialysis therapy; and the patient was discharged from the hospital. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.